Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a motor error alarm during the basal rate delivery. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. The customer also stated that she was in the hospital for reasons not related to the insulin pump, but he had a high blood glucose reading of 411 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.